Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the e360 ventilator had a flow sensor error. Patient involvement information was not provided by the customer. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. Non medtronic service provider checked the ventilator, and found that compressor was not building pressure. Service provider opened compressor connected all the tubing and wires of compressor pcb properly, and made the compressor working. Performed and passed flow sensor calibration, checked ventilator on test lung. Now ventilator is in working condition.